Event description:
It was reported that the haptic of the intraocular lens (iol) detached after the tip of the plunger overrode the iol in the cartridge. Ophthalmic viscosurgical devices (ovd) was used as usual. The procedure was completed successfully with a back up iol. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Patient information: unknown. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Email address: unknown. Telephone number: (B)(6) this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: the complaint lens was received loose inside the complaint folding carton. Visual inspection under magnification after cleaning revealed that the complaint lens was returned cut with a detached haptic. A piece of damaged lens was observed stuck in the cartridge of the handpiece overridden by the plunger rod. Haptic width and thickness measurement was performed on the intact haptic and passed within specifications. No handpiece defects (including no plunger rod issues and no alignment issues as well as no cartridge or cartridge tip damage) or assembly issues were observed before and after disassembling the handpiece. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.